Event description:
It was reported that bd unspecified bd infusion set was leaking. The following information was received by the initial reporter with the verbatim: there was no patient harm or adverse event. The customer reported the set was leaking. Customer also advised they've had instances about two years ago where the set is leaking and blood was backing up onto the linen.

Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10 manufacture narrative.

Event description:
No additional information material#: unknown batch#: unknown it was reported by the customer that the set was leaking. Verbatim: complaint received via phone. Pir attached customer does not have material and lot number right now but will try to get the information. Issue just occurred (B)(6) 2023. There was no patient harm or adverse event. The customer reported the set was leaking. Customer also mentioned that issue occurred previously and that was reported to us on 16-sep-2023, was able to find it listed under (B)(4). Customer also advised they've had instances about two years ago where the set is leaking and blood was backing up onto the linen.